Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown; PMA/510(k) number; manufacture date ¿ unknown.

Manufacturer narrative:
(B)(4). Concomitant medical products: 12/14 m2a-38 mod hd std nk; pn 14-380352; ln 781280 . Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:. 0001825034-2017-10656.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty and was revised due to patient allegations of pain.